Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, infection, inflammation, mobility (2021_1732 and 2021_1733 are same patient).